Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. The pump remains in use supporting the patient. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 the patient was seen in clinic with poor intake with decreased appetite, weak and productive cough. Patient presented to an outside hospital (osh) after receiving a call from the vad coordinator with elevated wbc results. At the osh, blood and urine cultures were obtained as well as rpan (resulted negative). The patient was given IV antibiotics (vancomycin and zosyn) and was transferred to mm emergency department (ed) for further work up and evaluation. At the ed, the patient reported the same symptoms as at the osh. On (B)(6) 2018, the patient was admitted to the mvad service for IV antibiotics and further work up and treatment. The osh blood cultures growing bpc in chains and during admission, final blood cultures from osh were obtained which revealed strep bovis. ID was consulted with concern that this is commonly linked with colon cancer. On (B)(6) 2018, the patient was started on penicillin g 4 million units every 4 hours on (B)(6) 2018 to (B)(6) 2019. A CT abdomen/pelvis with oral contrast did not show evidence of a mass and the patient declined further workup at that time. A transesophageal echocardiography (tee) demonstrated tiny mobile echo density on right atrial portion of device lead, consistent with fibrin/thrombus versus vegetation. Patient had no fever and wbc was going down with IV antibiotics. Ep was consulted and recommended device lead extraction but patient declined further evaluation or intervention at that time. Nephrology was consulted for low estimated glomerular filtration rate (egfr) in the setting of a need for peripherally inserted central catheter (PICC) line for home antibiotic infusion. Nephrology recommended that the patient have a proline placed instead of a PICC, but patient refused and a PICC line was placed. Staff discussed potential concerns regarding patient's refusal of further evaluation or procedures and she verbalized understanding. The patient was discharged with stable vitals on (B)(6) 2018.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).